Manufacturer narrative:
Our product evaluation lab received one d97120f5 with monoject limited volume syringe and non-edwards contamination shield. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. Cut down of the catheter body was performed to expose the pacing lead wires. The distal lead wire was found to be broken at the solder. The catheter body was found cut by the proximal leadwire at the leadwire port. The cut was 0.01 inches long. The outer diameter of the catheter tip was measured to be 0.0765 inches, which was within specification. The maximum catheter outer diameter at tip was 0.079 inches. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible damage or defect was observed from the balloon and windings. The customer report of no response from the catheter was confirmed. The report of difficult to maneuver was unable to be confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during a routine tavr procedure, a d97120f5 edwards pacing swan-ganz catheter was very difficult to maneuver and steer across the tricuspid valve. Once the catheter was placed into the rv, an attempt was made to test the pacing. There was no response from the catheter. Catheter was repositioned multiple times and failed to capture every time. The cable connections were checked, and they were confirmed to be tight. The pacing catheter was removed and rapid pacing was performed through permanent pacemaker of the patient. There were no complications associated with this pacing catheter failure. The case had a successful outcome.

Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was performed for the condition of pacing failure for the bipolar pacing catheters. A CAPA was initiated and determined that the condition of full open, intermittent and short conditions with the bipolar pacing catheters is due to a manufacturing issues related to manpower and insufficient instructions. The CAPA is currently in the control phase. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.